Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s.. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+3.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2021. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault, significant reduction of irido-corneal angles (ica), pupil block, elevated iop, and angle closure ("narrow angle"). The problem was not resolved. See MFR rep# 2023826-2021-03805 for replacement lens. The cause of the event is reported as device.

Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).